Manufacturer narrative:
A ge representative performed an over the phone investigation. The service representative ordered a new cable and the customer installed the cable. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not calibrate the receiver cable. No patient injury was reported.